Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2018. Will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with syncope and bradycardia. Transmission report indicated false detections of ventricular high rates (vhr's) due to oversensing noise on the right ventricular (rv) lead which caused underpacing. High impedance and polarity switch were also observed. The lead was programmed off and subsequently capped and replaced. No further patient complications have been reported as a result of this event.